Manufacturer narrative:
The event occurred in china. It was reported that the rotaflow console was in use and was about to be transported to the imaging department for a CT scan. Before the transfer, it was found that the battery was dead (not working). No harm to any person has been reported. Due to the potential risk for the patient a report in is required. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and the reported failure could be confirmed. The battery will be replaced by a third-party company; therefore, no service order could be provided. The root cause for the battery failure could be determined as the lifetime of the battery was passed and replacement overdue and the battery reached its useful lifetime. The involved battery was not replaced since the installation in 2020. Based on the investigation results the reported failure could be confirmed. The review of the non-conformities was performed on 2024-09-04 and during the period of 2020-02-20 to 2024-09-03 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow console was produced in 2020-02-20. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 3.3.4 check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. The actual run time during battery operation depends on the age and condition of the batteries, current consumption of the rotaflow console and other factors. The run time shown is only a reference value. The actual run time can be shorter or longer. Chapter 5.6.1 before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in china. It was reported that the rotaflow console was in use and was about to be transported to the imaging department for a CT scan. Before the transfer, it was found that the battery was dead (not working). No harm to any person has been reported. Due to the potential risk for the patient a report in is required. Complaint: (B)(4).